Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display or damage to the isolation tape was noted. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her insulin pump was getting blank display and automatically shuts off. Customer stated that her blood glucose is 160 mg/dl. Customer stated that she was having issues with her battery cap and will like her insulin pump to be replace. Nothing further was reported